Manufacturer narrative:
The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was 0 error code found. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-19130. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.